Event description:
Neuronetics was contacted by a provider who called to ask whether a patient who experienced a tia could continue treatment. On the day of his 31st treatment session, the patient was in a car accident that morning but had come in for treatment. Later that same evening, the patient had a tia.

Manufacturer narrative:
Neuronetics was contacted by a provider who was asking if they could continue to treat a patient who experienced a tia during his course of tms treatment. On the day of the event, patient had experienced a car accident in the morning. The patient later went to his tms appointment and received his 31st treatment session. Later that same night, patient went to the ER after noticing arm weakness and was diagnosed with a tia. A CT scan was taken and it was noted he had several clogged arteries but no evidence of a brain bleed. At the time of the patient's tms treatment, patient was reportedly walking fine and did not appear to be injured. Patient is reportedly doing well and wishes to continue with tms. Neuronetics has attempted to obtain additional information on the patient and the complaint but has been unsuccessful. Neuronetics is unable to determine the cause of the event due to the information that is currently available and is reporting out of an abundance of caution due to the serious nature of the event.